Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, screen scratched and syringe port and window cracked. The complaint was verified with an error code on screen and device failing the syringe sensor test. The root cause was determined to be the printed wire assembly (pwa) board and the device being near electromagnetic fields. The printed wire assembly (pwa) board was replaced. The device successfully passed all functional tests after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was alarming with blank screen. Event occurred during testing, there was no patient involvement.